Event description:
A report was received that the patient was experiencing pain at the pocket site after a non-device related accident. The area was tender to touch and there was some swelling. The patient was administered cortisone injection with no relief. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The area was tender to touch and there was some swelling. The patient was administered cortisone injection with no relief. The patient will undergo a revision procedure.